Event description:
It was reported that the patient presented to the lab to address a non-capture on the rv lead. The patient had a recent fall, unrelated to the non-capture. The patient was not symptomatic to the non-capture, although he was dependent. The lead was capped and replaced. The patient remained stable throughout the procedure and after the procedure.